Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the set separated at a location other than next to the stock-cock. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection of the set showed that there was a separation between the tubing and the male luer located near the stopcock. Insufficient solvent was observed around the end of the tubing where the separation occurred. The separated tubing was measured and the outer diameter was found to be within specification. The root cause of the separation is insufficient solvent during the manufacturing process.

Event description:
The customer reported the set separated at a location other than next to the stopcock. There was no patient harm.

Event description:
The customer reported the set separated at a location other than next to the stopcock. There was no patient harm.